Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Additionally, it was reported that the battery gauge was inaccurate and would not deplete from 100%. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.